Event description:
It was reported that this right ventricular lead experienced dislodgement. The lead was successfully repositioned. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name. E1: initial reporter last name. E1: initial reporter facility name. E1: initial reporter address 1. E1: initial reporter zip/post code. E1: initial reporter phone. E2: health professional? E2: occupation. G2: report source.

Event description:
It was reported that this right ventricular lead experienced dislodgement. The lead was successfully repositioned. This lead remains in service. No further adverse patient effects were reported.